Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. There was no reported impact to blood glucose. Customer did not provide information regarding alternate insulin therapy.